Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/30/2017 with the following findings: during investigation, the pump powers on with auditory and vibration to a blank screen. Further testing of a dim, fading display issue was unable to be adequately investigated due to the blank display. The pump¿s cover was removed; the display screen was found shattered. A test display screen was installed and was found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.